Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area side not specific. This file is for the left side. No treatment occurred and the device remains implanted. Healthcare professional later reported left side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Information contained in this report was previously submitted through asr on 23-jan-2013.